Manufacturer narrative:
The gel card lot # 090506037-10 had expired (09/07/2008) at the time, and customer reported the incident (07/10/2008). Therefore, additional investigation could not be performed using retained cards. No definitive root cause could be determined. A review of manufacturing quality records indicated that this lot of product met all release criteria. No other similar complaints have been logged against this gel card lot. Incident is isolated.

Event description:
The customer reported that a patient's sample was initially tested as d negative in early 2007 (mts a/b/d reverse gel card lot number 090506037-10). The patient was tested in february 2007 using mts a/b/d reverse gel card lot number 082807037-04 and again in 2008 using mts a/b/d reverse gel card lot number 012308037-25 and both instances a 2+ reaction was obtained. The sample was confirmed in tube method to be weak d positive, in 2007 and in 2008. A false negative result in anti-d may lead to misclassification of a patient's rh phenotype.